Manufacturer narrative:
The device was not returned, so no analysis was conducted, but the issue is a known software anomaly. Device manufacturing date was unavailable at the time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. The issue occurred intraoperatively during the select patient/acquire scans task and delayed the surgery by less than one hour. It was reported that the system flipped images that were loaded via a cd. The site flipped the images to the proper orientation inside the system and proceeded with no issue. The surgery was completed with navigation and there was no impact on patient outcome.

Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.